Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375 if additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread and the needle were detached. The defect was found prior to use. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding the same issue, both closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received samples for analysis, only a picture showing two samples with the needle detached from the thread, and the thread is still wound on the pack. Without closed samples a proper analysis cannot be performed. However, considering the picture received and that there are previous confirmed complaints of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account the picture received and that there are previous confirmed complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.